Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported "rn was giving an IV push of doxorubicin and noted a leak just above the luerlock connection. No pt or staff harm occurred. Although requested, no additional pt or event info was provided.